Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the right axillary artery graft site to support the 41 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. Underlying medical history was inclusive of diabetes. The team started the pump, and was ramping up the support, when they observed a controller alarm followed by a pump stop alarm. The team was unable to successfully troubleshoot and restart the pump. They replaced the pump and automated impella controller (aic). The exchanges of the pump and aic were performed without any observed impact on the patient's hemodynamic status. The second 5.5 pump and aic support the patient.

Manufacturer narrative:
This MDR is submitted to correct information previously reported in h6 (medical device problem code). Upon further review, the code selected in the prior submission was determined to be incorrect. A141203 replaces a141204.